Event description:
The patient alleged that she was admitted to a hospital with unresponsiveness and low blood glucose. Upon admission, the patient was reportedly connected to her pump and then later, the pump was removed. Also, upon admission her blood glucose level was reportedly at 26 mg/dl. The patient is now back on the pump. She claimed that this was the third hypoglycemic episode she had experienced during the night within a 3 week period.

Manufacturer narrative:
The pump was not returned to animas for evaluation. Through troubleshooting, the representative determined that the bolus history and tdd bolus history were consistent. Date on pump was reportedly incorrect and patient was instructed on steps to correct date. No associated alarms in history. The patient was informed that the insulin settings and insulin history match.